Manufacturer narrative:
Device evaluation: the device has been returned to animas and was evaluated on 08/30/2014 with the following findings: the battery cap was not returned with the pump, so a test battery cap was used. The test battery cap was able to attach to the pump fully. There was an observed crack in the battery compartment around the threads. Evidence of moisture contamination was observed inside the battery compartment. When the pump¿s history was observed there was evidence of a short battery life and a voltage drop. The current was tested and the pump¿s power draws were found to be within specifications. A leak test was performed and confirmed the leak at the battery compartment crack. There was evidence of additional moisture contamination inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.